Event description:
It was reported that the patient¿s stimulation was turning on. The patient and their health care provider (hcp) observed that the implantable neurostimulator (ins) was turning itself on after being shut off on (B)(6) 2015. The device was turned off to see if it was related to the patient¿s spasms and pain associated with spasms. The stimulation on status was observed on the patient programmer and the clinician programmer. The hcp made sure because the patient had a history of psychiatric issues. The hcp turned off the unit several times with the patient programmer and clinician programmer and it kept turning back on automatically. The implantable neurostimulator (ins) and patient programmer would be returned to check and see if there were any issues with the battery. The device was explanted on (B)(6) 2015 to see if the spasms discontinued, but the patient continued with spasms and pain. The hcp thought the spasms and pain were unrelated to the implant. The patient was doing fine and wanted to get the implant replaced to relieve their urgency frequency. The patient was scheduled in (B)(6).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found setscrew was backed out too far, but anomalies were not significant.

Event description:
Additional information received reported that the programmer was scrapped.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v471253, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, product type: programmer, patient. (B)(4).